Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a basal, and the customer experienced high blood glucose levels. The blood glucose reading was 344 mg/dl; the customer's mother stated that he treated with a manual injection. There were no significant events leading to the alarm observed. No symptoms of high blood glucose were reported. Upon troubleshooting, it was found that the insulin pump was able to administer insulin during a manual prime. No leak was found, and settings were found to be correct. Troubleshooting could not be completed due to the customer not having the tubing clamp. Advised discontinuation of the device. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, self and basic occlusion test. No motor error alarm noted. Unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. Cracked reservoir tube lip noted.